Event description:
It was reported via journal article that post a stenting treatment procedure, stent thrombosis occurred and the patient expired. A taxus stent was implanted and the patient was on dual antiplatelet therapy. However, the antiplatelet therapy was discontinued before a colonoscopy and 282 days post stenting procedure, the patient had late stent thrombosis. The patient died from cardiogenic and septic shock. Additional information has been requested and is not available.

Manufacturer narrative:
Event date: (B)(6) 2010. Literature citation: lee, michael s., md and giuseppe tarantimi, md; jola xhaxho, md; tae yang, md; ashkan ehdaie, md; ravi bhatia, md; enrico favaretto, md, jonathan tobis, md. Sirolimus versus paclitaxel-eluting stents for the treatment of cardiac allograft vasculopathy. 2010. J. Am. Coll. Cardiol. Intv. Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).